Event description:
Home patient (hp) reports disconnecting himself during dwell, not capping off the patient line of the homechoice set, and reconnecting himself to the patient line of the set during automated peritoneal dialysis treatment. No patient injury or medical intervention as a result of incident per wife of hp or rn.